Event description:
It was reported that the lead had a history of exhibiting noise, the physician had previously elected to monitor the patient, the issue had progressed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.